Manufacturer narrative:
(B)(4). Investigation summary: following receipt of additional information the complaint was re-opened. It was noted that the complaint had previously been registered under (B)(4). A review of the information received identified no additional investigational inputs. No further investigation was required and no changes were required to the previous investigation conclusions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has increasing pain in right hip from mid-2009; two aspirations of fluid. Doi: (B)(6) 2007; dor: (B)(6) 2010; right hip.